Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving lioresal (dose 160mcg/day, concentration 1000mcg/ml) via an implantable infusion pump for intractable spasticity. It was reported on 2017-01-03 that a motor stall was seen at the initial interrogation of a patient's pump, and the patient did not recently have a magnetic resonance imaging (MRI) session. The pump status and/or event log reported the motor stall occurred, as well as there was another motor stall that was active. The stopped pump period on the motor stall may exceed tube set (48 hours). There had been multiple motor stall sand recoveries. The logs revealed a motor stall due to MRI in (B)(6) 2016 which recovered normally. There was also a motor stall that occurred on (B)(6) 2016 that started at 10am and went until about midnight. The current stall began on (B)(6) 2016 with a tube set error on (B)(6) 2016 and the pump was currently stalled. It was stated the alarm had been silenced. The patient was considering replacement. It was stated the patient had some tightness but nothing else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient was in on (B)(6) 2017 and the motor stall had still not recovered. It was noted that the patient may be noticing some worsening spasms. The pump reservoir was accessed and the expected residual volume was 11.3 ml while the actual residual volume was 26.3 ml. It was asked if those volume matched up with what would have been delivered since the pump refill on (B)(6) 2016. It was reviewed that the volumes matched up "almost perfectly" based on the last pump refill date and the date of the motor stall. They were still deciding on whether or not to replace the pump.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump and catheter were replaced and would be returned for analysis. The surgeon did an x-ray pre-operative to diagnose the catheter issue on (B)(6) 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2010 explanted: (B)(6) 2017 product type catheter h3-the pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (500 mcg/ml at 30.02 mcg/day). Pump analysis found gear train anomalies of a stall due to shaft bearing, stall due to gear wheel three, and corrosion, wear or lubrication. The catheter was returned for analysis. Catheter analysis found corning, tearing, cuts in the seal of the sutureless connector that met leak criteria. The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(6) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.